Event description:
It was reported that leak was observed from injection site of a small volume folfusor after disconnection of syringe during filling the folfusor with diluent solution (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was available for evaluation. No defect was observed during visual inspection. Functional leak test was performed by manually filling the bladder with green color water. No leak was observed during functional leak test. The sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13h048 was manufactured august 15, 2013 - august 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.